Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had blood glucose (bg) values fluctuating from 33 mg/dl (felt "different") to 369 mg dl (extreme drowsiness). Patient received no unusual treatment. During troubleshooting, customer support found that on (B)(6) 2014, when battery was removed for less than 24 hours, the time/date reset to factory default settings. Patient was advised to discontinue pump use. The time/date issue is not being reported as the IFU instructs the user that the pump displays the verify screen after a battery change, and the time and date must then be set to confirm the verify screen. This complaint is being reported as the patient experienced hypoglycemia following use error of not confirmed the correct time/date

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: unable to verify a time/date reset to the default setting in the black box. A manual time change was made on (B)(6) 2014 21:41 to (B)(6) 2014 09:40. The tdd history shows 2 records for (B)(6) and (B)(6). Unexplained por occurred on (B)(6) 2014 11:07; deliveries resumed on (B)(6) 2007 23:15. Pump was exercised for 24hrs. Battery cap/cartridge cap were not returned; test caps used to complete testing. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. The tdd¿s add up correctly. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed cover and visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. User error should be considered as the time/date was not verified. (B)(4).